Event description:
User experienced on-going issue with erratic calcium results for over 50 patient samples for the last two weeks. Results for only 9 patient samples were provided. 2 of these samples had discrepant results. Sample 1, initial result gave 7.44; repeat gave 8.30 mg/dl. Both initial and repeat calcium results were accompanied by data flags. Sample 2, female, (B)(6), initial result gave 8.73; repeat gave 9.44 mg/dl. User believed no erroneous results were reported outside of the laboratory. User stated they received no calls from doctors and were not aware if any patients were adversely affected. Calcium reagent lot number - 62209001. The field service representative found the sample probe was clogged and misadjusted. He flushed out and adjusted the sample probe. Customer ran controls with acceptable results. A precision study was run with all results well within acceptable limits.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.